Event description:
The instrument was allegedly improperly calibrated by the installer. The doctor discovered that the iol was measuring the axial length incorrectly after one surgery. The surgery resulted in a refractive error of +1.75 diopters. The patient had a refractive enhancement to correct the remaining farsightedness.

Manufacturer narrative:
Device is being returned to manufacturer to complete the investigation.